Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced hyperglycemia with blood glucose levels of 34 mmol/l (612 mg/dl), after wearing the pod on the arm for longer than 72 hours. The patient exhibited symptoms including vomiting, abdominal pain, fatigue and dehydration. The patient's parents contacted the doctor, and the patient was taken to the hospital. The diagnosis was diabetic ketoacidosis (dka). Treatment involved IV fluids and insulin. The patient was discharged after 2 days.